Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address occlusion. Customer's blood glucose ranged from 59-225 mg/dl. As occlusions occurred in the past, tandem technical support could not determine a possible cause of the occlusions.